Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 05/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: review of the black box data did not reveal any records of power on reset. On examination, the battery compartment was noted to be cracked below the bumper pad; pump damage was confirmed on investigation. Battery and cartridge caps were not returned with the pump for investigation; test caps were used to complete investigation. The test battery cap was able to be secured to the pump properly and maintain electrical connection. The pump was exercised for 24 hours without interruption in power. Investigation did not duplicate the power complaint. The pump was opened for investigation and did not reveal any evidence of damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the display was noted to be discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.